Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received and the evaluation is underway. This is an ancillary service event. Initial evaluation verified the increased intra-peritoneal volume (iipv) event through an event history log review. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred on (B)(6) 2014 at 04:49. During cycle two, the patient's ultrafiltration voume was 4924 ml and the drain volume was 7424 ml. The largest prescribed fill volume was 2500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.